Event description:
Medtronic's spinal cord stimulator is a worthless electronic device that has to be placed according to medtronic's spinal cord stimulator is a worthless electronic device that has to be placed according to representative and device manufacturer. There is no tracking on use or safety or complications, had one put in that caused extensive spinal cord damage and spinal stenosis. Had to be emergently removed. It is a worthless and has less effect than tens or ems stimulators that are placed iiii.